Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid loss from the right cylinder. All components were removed, and a new ipp was implanted. There were no patient complications reported.